Event description:
Caller reports the patient tested 2.8 inr and 2.1 inr on back to back tests on the coaguchek s system. No action taken based on device results. No adverse event reported. Requested return of suspect device, however, the strips are unavailable for return.